Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was unloaded from an instrument. The complete suture was returned with the needle. The needle was disengaged from the suture. One half of the needle was returned. The needle was returned broken at the swage. No instrument blade marks were observed outside the loading slot and on the cone. Since the needle was returned broken functional testing was precluded. It was reported that the needle broke in half and fell into the cavity of the patient. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic hysterectomy, while closing the vaginal cuff, the needle broke in half and fell into the cavity of the patient. The surgeon attempted to look laparoscopically along the vaginal cuff using a grasper to try and see if the needle could be located. The needle was not located and the patient was taken to the recovery unit where an x-ray was taken and the broken needle was seen on x-ray. The broken needle was then left inside the patient. A new suture was opened to complete the case. Pli 30 was received without any accompanying information.

Manufacturer narrative:
D10 concomitant product: 173016 endo stitch instrument (lot#: j4m1599ey) vloca208l v-loc* 180 2-0 abs reload20cm (lot#: n4m1811y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic hysterectomy; while closing the vaginal cuff, the needle broke in half and fell into the cavity of the patient. The surgeon attempted to look laparoscopically along the vaginal cuff using a grasper to try and see if the needle could be located. The needle was not located and the patient was taken to the recovery unit where an x-ray was taken and the broken needle was seen on x-ray. The broken needle was then left inside the patient. A new suture was opened to complete the case.